Event description:
Patient was implanted with inspire system (B)(6) 2018. Patient initially presented to physician with ipg pocket tenderness following physical therapy for unrelated reasons in (B)(6) 2020 with no intervention needed. Subsequent ipg pocket erosion necessitated surgery to remove the entire system (B)(6) 2020.